Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant during its installation surgery because the torque driver got stuck in implant.